Event description:
It was reported the patient underwent an hf sensor implant procedure without issue. Hemoptysis occurred following the procedure, while the patient was in recovery. The patient was kept overnight for observation. Reportedly the issue has resolved.